Manufacturer narrative:
The patient was born in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The breach was further described as the patient was non complaint with sterilization technique. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for the event of peritonitis. Twenty days after the onset, the patient recovered from the peritonitis and stopped using antibiotics. At the time of this report, pd therapy was ongoing. No additional information was provided.